Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that on (B)(6) 2020, during a hip fracture procedure, a piece of the dynamic hip and condylar screw system (dhs/ dcs) impactor broke off as it impacted the unknown plate. There was a surgical delay with an unknown number of minutes. The procedure was completed successfully. The generated fragments were removed easily without additional intervention. Patient status is unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).